Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient said the charger won't charge and it had been plugged in for 24 hours. Patient said every time they put the charger on the dock, the lights go up and down rapidly. Patient spoke with medtronic representative christine pierce this morning and was told the charger might need to be replaced. Agent worked with pt to reset the charger during the call, off of the dock and on the dock (showing green light) while plugged into ac power using the original cord/ ac power adaptor. But got no lights at all when they took the charger off the dock and the lights flashed fast when it was placed back onto the dock. The issue was not resolved. An email was sent to the repair department to replace the device. During the call patient mentioned: patient mentioned they hadn't used the charger since august because they had a surgery.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3 product analysis (B)(4): patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.